Manufacturer narrative:
All available information was investigated, and the reported leak/ splash could not be replicated in a testing environment. The hemostasis valve flush port was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported leak/ splash was due to the cracked flush port. The investigation determined the observed flush port crack to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The exception investigation evaluated the reported issue, and the engineering group determined the potential root cause to be environmental stress cracking (esc). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported unexpected medical intervention was a result of case-specific circumstances.

Event description:
This is filed to report a leak requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was prepared without issue and inserted. During dilator removal, the ridge of the sgc chamber was leaking, allowing a flow of air. Additional aspiration was completed and the sgc was removed. A replacement device was used to complete the procedure, reducing mr to trace. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.